Event description:
Complainant alleged that upon testing of the autopulse resuscitation system, it displayed a user advisory ua02 (compression tracking error) that could not be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The platform was manufactured on 31jan2011. A review for similar complaints shows that there have been no previous complaints for ap platform (s/n (B)(4)).functional testing was performed and the reported user advisory 2 fault (compression tracking error) could not be reproduced. A review of the archive was performed and the reported complaint of the platform experiencing a ua 2 fault on (B)(6) 2013 was confirmed. Possible causes for the ua 2 fault include a fixture or mannequin used during deployment that is too light or misaligned. Also this fault can occur if the lifeband is opened, or due to device movement during operation. This fault can also be caused by damaged load cell(s). Based on the investigation of the archive data, it appears that the customer was using a very light load on the platform that was not offering enough resistance at the time the ua 2 fault was encountered. Based on this observation, the cause of the ua 2 has been determined to be use of a fixture or object that is below the minimum weight specification allowed for the platform. Following service of the platform, the device passed all testing criteria.